Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, non-tortuous iliac artery. The case was a femoral to femoral crossover. The 8.0x80mm absolute pro stent became exposed out of the sheath prior to activating the thumbwheel. The device was replaced with a new 8x80mm unspecified stent to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported premature deployment was likely due to case related circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.